Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A review of the video clip was performed. The video does show the prograsp instrument that appears to move non-intuitively (although the commanded mtm position is not shown to confirm) in a way that is consistent with potential cable damage.

Event description:
It was reported that during a da vinci-assisted urethroplasty surgical procedure, the prograsp forceps instrument could not be controlled; it would fall or rush on its own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure, an issue occurred while the surgeon was using the surgeon console's high resolution stereo viewer. The problem arose as the surgeon attempted to manipulate the instruments, leading to unintended movements. The instrument moved a greater distance than intended, falling downward despite the intended direction being right. This occurred without any delay or lag in the instrument's movement and was persistent throughout the procedure. Despite inspections prior to use due to a similar issue reported by another surgeon, the instrument appeared normal. The issue was resolved by switching to a backup instrument, as no action could be taken with the affected instrument. There were no injuries to the patient, and no interference or collisions were observed. The drape associated with the instrument is not available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a loose pitch cable at the grip hub at distal end. The probable root cause of loose pitch cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.